Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where due to an intermittent software error, a cartridge or onboard vial rack could be loaded onto a reagent carousel position that is already occupied with another cartridge or onboard vial rack. The issue has the potential to generate incorrect results and chemical or biohazardous exposure. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed error code 5819 (error loading the cartridge) while trying to load a reagent cartridge in a place already occupied on the reagent ring. The issue occurred with the alinity ci-series system control module (scm), (B)(6). There was no impact to patient results, patient management, or user safety.

Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-c

Event description:
The customer observed error code 5819 (error loading the cartridge) while trying to load a reagent cartridge in a place already occupied on the reagent ring. The issue occurred with the alinity ci-series system control module (scm), scm02055. There was no impact to patient results, patient management, or user safety.